Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found the customer reported issue of the image was too dark to see with" was not confirmed during inspection. In addition during inspection, leak test was performed and found no issue. Device passed the leak/dunk test. Furthermore, the a-rubber (distal end) glue found to be peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the entire screen becomes black and shows no images (blackout)-unable to restore. Customer stated it was too dark to see. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporarily short-circuited the image pickup unit or the board inside the video connector due to, for example: a) on/off when the video connector is wet. B) plugging/unplugging the video connector while the power is on. C) scratches or dirt on the electrical contacts of the video system center or video connector. D) static electricity applied to the electrical contacts of the video connector. E)non-compliance with reprocessing conditions such as autoclave. 2) malfunction on the system side: the event can be detected/prevented by following the instructions for use which state the following: 1) "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.